Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lot of air bubbles in reservoir of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer has checked everything with healthcare provider and everything is done right. The customer will call back this week to see if problem persists.

Manufacturer narrative:
A complete analysis and testing of 1 sealed used reservoir showed that it functioned properly and passed all functional testing. Also complete analysis of 3 opened and used reservoirs show that they functioned properly. After testing it was concluded that the device operated within specifications.